Event description:
This is a spontaneous case report received from a lawyer on (B)(6) 2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2004 for birth control. Upon information and belief, after this procedure the plaintiff underwent the required hsg (hysterosalpingogram) procedure. After the implant procedure, she began experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. As definitive solution to the unascertainable pain and bleeding, she had both of her fallopian tubes removed in (B)(6) 2016. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and increased bleeding during menstruation. These both events are anticipated in the reference safety information for essure. Pelvic pain may and changes in bleeding patterns, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain"), device expulsion ("migration of essure device of fallopian tubes: migrated to the uterus") and menorrhagia ("increased bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "right essure implant with abnormal placement and folding on to itself/ malfunction essure". The patient's medical history included overweight, anemic, breast prosthesis implantation in 2006, cervical conization in 2013, fibroids and skin mass. Concurrent conditions included asthma, cervical intraepithelial neoplasia ii, adenomyosis, bleeding genital, abdominal pain, dysfunctional uterine bleeding and menometrorrhagia. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain lower ("abdomen lower pain"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (06/2016- novasure global endometrial ablation, hysterectomy with bilateral salpingectomy. And salpingectomy (bilateral removal of fallopian tubes)??-(B)(6) 2016). Essure (ess205) was removed in june 2016. At the time of the report, the pelvic pain, abdominal pain lower, migraine, headache and back pain outcome was unknown and the device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, mood swings, rash, nausea, tooth disorder, dyspareunia, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in 2004: result:- total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-jan-2019: medical records received. Events per mr: right essure implant with abnormal placement and folding on to itself/malfunction essure. Medical history and concurrent condition were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain"), device expulsion ("migration of essure device of fallopian tubes: migrated to the uterus") and menorrhagia ("increased bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain lower ("abdomen lower pain"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation (B)(6) 2016, hysterectomy with bilateral salpingectomy. And salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2016). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, migraine, headache and back pain outcome was unknown and the device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, mood swings, rash, nausea, tooth disorder, dyspareunia, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) : result:- total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-dec-2018: pfs received. Event added as per pfs migration of essure device of fallopian tubes: migrated to the uterus, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea(cramping), abdomen lower pain, vaginal discharge, mood swings, rash, migraines, headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), weight gain, hair loss and lower back pain. Reporter information was added. Lab data, medical history product indication was added. Outcome to events recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain'), device expulsion ('migration of essure device of fallopian tubes: migrated to the uterus') and menorrhagia ('increased bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "right essure implant with abnormal placement and folding on to itself/ malfunction essure". The patient's medical history included cervical conization in 2013, breast prosthesis implantation in 2006, overweight, anemic, fibroids and mass. Concurrent conditions included asthma, cervical intraepithelial neoplasia ii, adenomyosis, bleeding genital, abdominal pain, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included ibuprofen (motrin children) for pelvic pain female and dysmenorrhea as well as iron. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), rash generalised ("rash,rash all over body"), nausea ("nausea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss") and mood altered ("hormonal changes extreme mood change") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain lower ("abdomen lower pain"), mood swings ("mood swings") and tooth disorder ("dental problems"). The patient was treated with surgery ((B)(6) 2016- novasure global endometrial ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain lower and mood altered outcome was unknown and the device expulsion, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, mood swings, rash generalised, migraine, nausea, tooth disorder, dyspareunia, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, rash generalised, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: result:- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain'), device expulsion ('migration of essure device of fallopian tubes: migrated to the uterus') and menorrhagia ('increased bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "right essure implant with abnormal placement and folding on to itself/ malfunction essure". The patient's medical history included cervical conization in 2013, breast prosthesis implantation in 2006, overweight, anemic, fibroids and mass. Concurrent conditions included asthma, cervical intraepithelial neoplasia ii, adenomyosis, bleeding genital, abdominal pain, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included ibuprofen (motrin children) for pelvic pain female and dysmenorrhea as well as iron. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), rash generalised ("rash,rash all over body"), nausea ("nausea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss") and mood altered ("hormonal changes extreme mood change") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain lower ("abdomen lower pain"), mood swings ("mood swings") and tooth disorder ("dental problems"). The patient was treated with surgery ((B)(6) 2016- novasure global endometrial ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain lower and mood altered outcome was unknown and the device expulsion, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, mood swings, rash generalised, migraine, nausea, tooth disorder, dyspareunia, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, rash generalised, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: result:- total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : essure start date and event hormonal changes extreme mood change, lab data date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain'), device expulsion ('migration of essure device of fallopian tubes: migrated to the uterus') and menorrhagia ('increased bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12235854) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "right essure implant with abnormal placement and folding on to itself/ malfunction essure". The patient's medical history included cervical conization in 2013, breast prosthesis implantation in 2006, overweight, anemic, fibroids and mass. Concurrent conditions included asthma, cervical intraepithelial neoplasia ii, adenomyosis, bleeding genital, abdominal pain, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included ibuprofen (motrin children) for pelvic pain female and dysmenorrhea as well as iron. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2004, the patient experienced migraine ("migraines / headaches"). In (B)(6)2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), rash ("rash,rash all over body"), nausea ("nausea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss") and mood altered ("hormonal changes extreme mood change") and was found to have weight increased ("weight gain"). In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain lower ("abdomen lower pain"), mood swings ("mood swings") and tooth disorder ("dental problems"). The patient was treated with surgery (B)(6)2016- novasure global endometrial ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, back pain, abdominal pain lower and mood altered outcome was unknown and the device expulsion, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, mood swings, rash, migraine, nausea, tooth disorder, dyspareunia, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 167 lbs. 12coils in right tube; 5 coils in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6)2004: result:- total bilateral occlusion.; on (B)(6)2005: 1. Successful occlusion of bilateral fallopian tubes. Physician was present during the entire procedure and for the review and discussion of these images. Most recent follow-up information incorporated above includes: on 17-feb-2020: medical records received : lot number added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain'), device expulsion ('migration of essure device of fallopian tubes: migrated to the uterus') and menorrhagia ('increased bleeding during menstruation / abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no: 12235854 - invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "right essure implant with abnormal placement and folding on to itself/ malfunction essure". The patient's medical history included cervical conization in 2013, breast prosthesis implantation in 2006, overweight, anemic, fibroids and mass. Concurrent conditions included asthma, cervical intraepithelial neoplasia ii, adenomyosis, bleeding genital, abdominal pain, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included ibuprofen (motrin children) for pelvic pain female and dysmenorrhea as well as iron. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), rash ("rash, rash all over body"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and mood altered ("hormonal changes extreme mood change") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain lower ("abdomen lower pain"), mood swings ("mood swings") and tooth disorder ("dental problems"). The patient was treated with surgery on (B)(6) 2016 novasure global endometrial ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain lower and mood altered outcome was unknown and the device expulsion, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, mood swings, rash, migraine, nausea, tooth disorder, dyspareunia, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 167 lbs. 12 coils in right tube; 5 coils in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2004: result: total bilateral occlusion.; on (B)(6) 2005: 1. Successful occlusion of bilateral fallopian tubes. Physician was present during the entire procedure and for the review and discussion of these images. Lot#: reported (12235854) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain'), device expulsion ('migration of essure device of fallopian tubes: migrated to the uterus/right essure was in endometrium'), menorrhagia ('increased bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)') and uterine leiomyoma ('uterine submucosal myomas') in an adult female patient who had essure (ess205) (batch no. 12235854-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "right essure implant with abnormal placement and folding on to itself/ malfunction essure". The patient's medical history included cervical conization in 2013, breast prosthesis implantation in 2006, overweight, anemic, fibroids and mass. Concurrent conditions included asthma, cervical intraepithelial neoplasia ii, adenomyosis, bleeding genital, abdominal pain, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included ibuprofen (motrin children) for pelvic pain female and dysmenorrhea as well as iron. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced migraine ("migraines / headaches"). In june 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), rash ("rash,rash all over body"), nausea ("nausea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss") and mood altered ("hormonal changes extreme mood change") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain lower ("abdomen lower pain"), mood swings ("mood swings") and tooth disorder ("dental problems") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2016- novasure global endometrial ablation, hysterectomy with bilateral salpingectomy and operative hysteroscopy and myomectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain lower, mood altered and uterine leiomyoma outcome was unknown and the device expulsion, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, mood swings, rash, migraine, nausea, tooth disorder, dyspareunia, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, rash, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date as per pfs is (B)(6) 2005 and essure removal date as per pfs is (B)(6) 2016. Current weight 167 lbs. 12coils in right tube; 5 coils in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: result:- total bilateral occlusion.; on (B)(6) 2005: 1. Successful occlusion of bilateral fallopian tubes. Physician was present during the entire procedure and for the review and discussion of these images. Lot # reported (12235854) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: event added - uterine submucosal myomas. And surgery details hysteroscopy and myomectomy. Update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 11-nov-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and increased bleeding during menstruation. These both events are anticipated in the reference safety information for essure. Pelvic pain may and changes in bleeding patterns, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain"), device expulsion ("migration of essure device of fallopian tubes: migrated to the uterus") and menorrhagia ("increased bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "right essure implant with abnormal placement and folding on to itself/ malfunction essure". The patient's medical history included overweight, anemic, breast prosthesis implantation in 2006, cervical conization in 2013, fibroids and mass. Concurrent conditions included asthma, cervical intraepithelial neoplasia ii, adenomyosis, bleeding genital, abdominal pain, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included ibuprofen (motrin children) and iron. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain lower ("abdomen lower pain"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2016- novasure global endometrial ablation, hysterectomy with bilateral salpingectomy. And salpingectomy (bilateral removal of fallopian tubes)??-(B)(6) 2016). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, headache and back pain outcome was unknown and the device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, mood swings, rash, migraine, nausea, tooth disorder, dyspareunia, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in 2004: result:- total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-mar-2019: pfs received, patients date of birth updated, events onset date added, outcome of the event migraine has been updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.